Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe was continuously activating. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
Alleged failure: per sales rep, turned it on and it wouldn't turn off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the detachment of the suction tube to the suction shaft causing a leak internally which creates a short. Inadequate gluing operation on the suction tube and suction adapter, the user accidentally submerges the device in saline. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the probe was continuously activating. The procedure was completed successfully with no impact to the patient.